Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced a decline in speech understanding subsequent of sustaining head trauma in (B)(6) 2022. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.